Event description:
The account stated with the brake pedal in the brake position, the casters will still roll.

Manufacturer narrative:
The account adjusted the brake and brake/steer casters to repair the bed.